Event description:
It was reported the patient¿s pump ¿fell apart so they needed to put a new one in 2001¿. No further information was reported. Additional information has been requested regarding what the pump issue was, if any symptoms occurred, the medication the device was delivering, if any troubleshooting was performed and what the cause of the issue was but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID: 8709, lot# l75112, implanted: (B)(6) 2000, product type: catheter. (B)(4).